Event description:
It was reported that balloon rupture and removal difficulties occurred resulting in surgical intervention. The 60% stenosed target lesion was located in the moderately tortuous and severely calcified central vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation; however, contrast was leaking out of the balloon. The device was removed and another 10.0 x 40, 75cm mustang balloon catheter was advanced. However, on the first inflation before reaching the nominal pressure in less than 1 minute, the balloon burst. The physician had difficulty removing the balloon catheter and the patient was sent to vascular surgeon to have it removed. The procedure was completed with no patient complications reported and the patient was fully recovered.